Event description:
(B)(4): left renal stone. Procedure: left percutaneous renal access for dilation of tract cystourethroscopy. Retrograde pyelography. Left percutaneous nephrolithotomy of 1.5 cm stone. Antegrade stent and nephrostomy tube placement. Inflator syringe for urology balloon broke during assembly, unable to locate another, used smaller urology syringe pump then vascular syringe (same manufacturer) though smaller volume, added extra 10 minutes to procedure while unable to proceed. During dilation of the balloon, the dilation syringe fractured; therefore, balloon could not be fully inflated. According to the vendor, this has happened across the country. They are replacing them with revised product. He will ensure we receive a shipment of the new product. They no longer manufacture the defective one.